Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Remote follow-up showed non-sustained rv noise episodes with aborted shock. Fluoroscopic inspection revealed externalized conductors of the lead. No action will be taken; the lead is still in use.